Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-14868. It was reported that the patient was unable to enter MRI mode due to a damaged lead. It was noted that the patient had a fall. Surgical intervention was undertaken in which the lead was explanted and replaced. Note: it is unknown which lead was damaged so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.